Event description:
The wife reported via phone call that the customer was hospitalized for low blood glucose on (B)(6) 2015. The wife reported the customer's blood glucose declined to 40 mg/dl.the customer's blood glucose was 53 mg/dl at the time of admission. Customer was treated with an insulin drip for their blood glucose. It was reported the customer's kidneys were failing and their urine was brown prior to their hospitalization. The wife stated the customer was connected to the insulin pump during this incident.the wife also reported the customer had various health conditions. It was also found the customer's blood glucose was over 400 mg/dl after being released from the hospital. It was also found the customer had a blank display on the insulin pump. It was found the customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.